Event description:
It was reported by service report that the fowler was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch malfunction.